Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sleeve gastrectomy procedure the device misfired near the end of the procedure. Seam guard was being used. The staple side was fine on the sleeve side, but were not formed correctly (goal post) on the remnant side. The procedure was completed using another reload. There were no patient consequences reported.